Event description:
Reporter indicated that device diagnostics at an office visit resulted in high lead impedance indicating a possible lead break. The patient reported a deterioration in seizure control. X-rays reviewed by the physician were reported inconclusive. Revision surgery is expected.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.